Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-02800. It was reported diagnostic testing showed low impedance readings on all lead contacts except for one. The sjm rep allegedly was unable to successfully program the pt. Surgical intervention will likely be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.